Event description:
A power source alert 07 was reported by the caller while using a tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. After leaving the wall adapter plugged in for at least 30 consecutive minutes, the pump began charging, and no further assistance was required.